Event description:
Customer reported the insulin pump alarmed motor error during set change. Customer stated he wore the device while he had an MRI done. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The device was received with cracked case at display window corners. The device was received with minor scratched lcd window.